Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump had many scratches and the display was worn. Customer did not know blood glucose value. No further information reported.